Manufacturer narrative:
At this time the rv lead and device remain in service. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that a red alert was detected for low shock impedances on the right ventricular (rv) lead. The impedances measured at 0 ohms. Additional information received from the local sales representative states that at the time of the daily measurements the patient was performing a tens treatment to their back. The physician suspected that this was the cause to the low readings as the impedances have been stable before this. The patient was scheduled for a follow up in the near future. No adverse patient effects were reported.